Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of (B)(6) was generated. The sample was repeated after centrifuging and a result of (B)(6) was generated. The fuji rebio immunochromatography method was (B)(6). A second patient sample generated a result of (B)(6) . (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
The customer reported potential false reactive architect (B)(6) results on two patient samples which remained positive after recentrifugation. Both samples were non-reactive using the fuji rebio immuno chromatography method. The specimens were further tested at a reference lab where the presence of ad and ay subtypes was confirmed and dilution linearity test results were good. Therefore this indicates true positive results for anti-hbs. No patient samples or reagent was provided for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Clinical specificity testing of plasma based negative control replicates using an in-house retained kit of lot 50527lf00 stored at the recommended storage condition was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect anti-hbs package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.